Event description:
Pt had an arrow endurance midline IV catheter (20g/6cm) placed on 5/14/2022. During the weekly dressing change on 5/22/2022, the nurse attempted to flush the catheter and noticed it leaking. Without resistance, the catheter broke off at the tip leaving the rest of the catheter in the patient's arm. The patient had to have the catheter removed via the femoral artery in vir. FDA safety report ID # (B)(4).